Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported difficulty to remove. The reported patient effect and treatment appear to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an interventional non-abbott heart pump insertion procedure. Reportedly, there was a failure to retract the footplate back into both proglide devices causing the device to be stuck. Both devices were pulled out of the vessel upon getting stuck. The pre-close technique was abandoned as it was noted that there was trauma to the vessel. The procedure was delayed/cancelled because of the reported device failure and hemostasis was achieved via manual compression. No additional information was provided.